Event description:
The customer reported erroneously low thyroid-stimulating hormone (tsh) results, no values, and indeterminate (ind) flags for multiple patients, involving access 2 immunoassay system. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter customer technical support (cts) performed troubleshooting with the customer.

Manufacturer narrative:
Service was not dispatched for this event as system performance was not questioned. Beckman coulter customer technical support (cts) and the customer determined the cause of the event was due to an absent of reagent pack in the system compartment. As a result, the system produced incorrect test results. The customer had discarded the reagent pack. The customer verified the reagent pack was not punctured and the software displayed 30 tests remaining. The customer used a new reagent pack for testing. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.